Manufacturer narrative:
This report is for an unknown screw. Date of original implant is unknown. It is unknown if the facility will be returning the product for manufacturer review/investigation. Unknown, as no part or lot numbers are available. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cortical screw was discovered to be broken during a distal tibia hardware removal procedure. No fragments remained in the patient. The procedure was done at the patient's request. There was a surgical delay reported of less than 5 minutes due to the broken screw. The procedure was successfully completed with no patient harm. This report is for an unknown screw and is 1 of 1 for com-(B)(4).